Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester reports receiving discrepant inr results since colonoscopy procedure on (B)(6) 2012. Physician instructed pt to hold warfarin dose for 2 days in preparation for colonoscopy procedure. Pt started back on coumadin the day of procedure. Date: (B)(6) 2012, inratio: 2.2, lab: 4.3, (B)(6) 2012, inratio: 2.3, lab: 3.9. Pt self tester has been using the inratio meter for 2 years.

Manufacturer narrative:
Investigation pending.